Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports there were two needles in one package and one of them had no cap and was poking through the side of the package. The nurse grabbed the package to open it and received a needle stick. A clean needle stick is not normally filed. As a result of the customer being sufficiently uncertain if the needle was clean, they decided to seek treatment as such following their normal needle stick protocol as a precautionary measure.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.